Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a shock impedance value of 127 ohms was observed for this right ventricular (rv) lead. It was noted that the patient had a gastrointestinal infection that corresponded with a period of increased impedances. Boston scientific technical services (ts) noted that changes in patient physiology can impact lead impedance measurements and counseled the health care provider on follow up options. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.